Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 190 mg/dl. The current sensor glucose value is 145. The sensor glucose and blood glucose is within acceptable range. The customer was advised that sensor appears to be responding to change in glucose base on sensor glucose versus blood glucose difference. Customer was advised to call the health care provider for assistance at the time of troubleshooting and to return/replace supplies as necessary.